Event description:
The complainant reported leakage from the feeding port of a replacement gastrostomy tube, list #51364. There was no report of serious injury or illness associated with the complaint.

Manufacturer narrative:
Submission date of this report: 04/28/2007. This event of feeding port leakage was confirmed by laboratory evaluation. Ross standard procedure includes attempting to obtain all required info from the source. In this case, the reporter did not provide the required info.